Event description:
During a call with a customer service rep, the reporter, a dental assistant, said that she wanted to share something about our ortholux led light. She told him that she had to have cataract surgery because of exposure to the light. She said she would sit with the doctor and assist with orthodontic bondings and that the light that would reflect out of the pt's mouth, which might have caused her eyes to be permanently damaged. She said that since her (B)(6) surgery she saw 3 of everything at night time. The reporter had surgery 4-6 months ago for posterior subcapsular cataract after which she was seeing triple images. Surgery was repeated with new lens.

Manufacturer narrative:
Conclusions - unable to determine if intermittent and indirect exposure to dental curing light contributed to reporter's diagnosis of posterior subcapsular cataract. Per customer order history, one ortholux led curing light was purchased on (B)(6), 2005. Per the customer (orthodontist), the light is working properly, she follows all safety precautions as indicated in instructions for use. Estimates 3 bondings per week. All curing functions performed by orthodontist, assistant typically stands 2-3 feet behind pt. A light guide shield is used as well as a hand held shield.